Manufacturer narrative:
Evaluation summary: one device was received for evaluation and reported issue was confirmed. Comparative oximetry performance testing was performed the monitor was were tested for low perfusion (lp), saturation and pulse rate accuracy. The results of the testing found (1) the rmsd for set spo2 and displayed spo2 was within the testing criteria of =2.0 %. Seventy data points were taken in the test in the 70 to 100% saturation range; (2) the rmsd for set pr and displayed pr was within the testing criteria of =2.0 bpm. Seventy data points were taken in the test in the 40 to 250 bpm pulse rate range. The returned device performed within the acceptance criteria for comparative oximetry performance. No issues that could result in oximetry performance degradation and patient safety were found. The device functioned as expected. No new formal investigation is required, the event will be included in trending and monitoring. Information has been added to the database and trends will continue to be monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the devices were showing a low spo2 readings with 85-96% while other brands were showing 95-96%. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the devices were showing a low spo2 readings with 85-96% while other brands were showing 95-96%. The use of the devices on patient was for testing purposes only and not part of any treatment.